Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's lcd display was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display was distorted and clinical data could not be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.